Event description:
It was reported that the customer was receiving no delivery alarms. The customer stated that she was changing her infusion set when the insulin pump alarmed no delivery. The customer stated that she could see the drops. The customer's blood glucose was 200 mg/dl. Advised customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).